Manufacturer narrative:
The complaint investigation for false elevated results not repeating for two samples(one patient) with alinity I stat high sensitivity troponin-I reagent lot number 43177ud00 included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, and labeling review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances, or deviations with lot 43177ud00 and the complaint issue. In-house testing could not be performed as lot had expired at time of investigation. Therefore, release data has been reviewed for reagent lot number 43177ud00. Testing includes low, medium and high controls and four panels. All values were well within the specifications. Labeling was reviewed and sufficiently addresses the customer's issue. Based on this investigation, no systemic issue or deficiency with the alinity I stat high sensitivity troponin-I reagent lot number 43177ud00 was identified.

Event description:
The customer observed falsely elevated alinity I stat high sensitivity troponin-I results for one patient sample. Two samples(from the same patient) were processed and the initial results were high with the repeat results being within the customers normal range. The results were not reported out of the laboratory. The following data was provided: customer¿s reference range = >17 ng/l with panic range = >121 ng/l sid =(B)(6) first run= 244.2 ng/l repeat run= <2.7 ng/l sid = (B)(6) first run= 24.7 ng/l repeat run <2.7 ng/l no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient identifier sids: (B)(6).